Manufacturer narrative:
N/a.

Event description:
The following has been reported: it is stating that the tubing must be installed and the tubing closed even if the tubing is in place. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.